Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: 052-991-2111.the initial reporter email address is not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial investigation of the returned embotrap device identified a coil offset on the distal coil and minor deformation of a strut on the inner channel that resulted in slight misalignment (curvature) between the outer cage and inner channel components. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embtrap device was correctly assembled and manufactured, with all laser welded parts, all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195-inch tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. Functional testing with the returned embotrap device and a sample prowler select plus microcatheter demonstrated no issues on device insertion, delivery, deployment and withdrawal. No resistance was noted during the functional testing. Visual inspection of the embotrap device post functional testing did not indicate any further damage or deformation. This assessment shows that the deformation noted on the device does not impact device performance. Investigation conclusion: the complaint report detailed that the ¿ball portion of the distal tip of the emboguard was lost¿. Although there is evidence of a distal coil offset, there is no evidence of any missing components of the embotrap device. Therefore, the complaint event is not confirmed. Visual inspection of the returned embotrap device has confirmed all parts were present as evidenced by the photographs taken pre and post disinfection. The micro artifact identified on imaging is very unlikely to be a remnant of the embotrap device. A review of the manufacturing documentation associated with this lot (23h148av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke, the 5mm x 37mm embotrap iii revascularization device (et309537 / 23h148av) was used in accordance with the instructions for use (IFU). The microcatheter (unspecified brand) ¿was placed crossing the lesion of thrombus, then the embotrap iii [device] was used. The thrombus was successfully retrieved, but the ball portion of the tip of the embotrap iii was lost. Micro artifact was found on imaging.¿ it was reported that continuous flush was maintained during the procedure. There was no report of any negative patient impact. On 23-apr-2024, additional information was received. Per the information, the device was prepped and handled in accordance with the instructions for use (IFU). There was no delay in the procedure as a result of the reported issue.